Event description:
A distributor in austria has reported via a fisher & paykel healthcare (f&p) field representative that the rd900agu neopuff infant resuscitator has a defective maximum pressure relief valve. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section g4: the rd900agu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the subject device, rd900agu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the distributor and our knowledge of the product. Results: the subject device has failed the performance testing for valve assembly. Both the peak inspiratory pressure (pip) and maximum pressure relief knobs were rotating smoothly, and the pressures were observed fluctuating every time the knobs were touched. Conclusion: based on the visual inspection of returned device, and our knowledge of the product, it is most likely that the reported event resulted due to the faulty pip and maximum relief pressure valves. As part of manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). Section g4: the rd900agu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in austria has reported via a fisher & paykel healthcare (f&p) field representative that the rd900agu neopuff infant resuscitator has a defective maximum pressure relief valve. There was no reported patient consequence.